Event description:
Related manufacturer reference numbers: 2017865-2022-02466. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. It was also reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker and the rv lead were both explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The device with battery voltage above elective replacement level was returned for analysis. No anomaly found on the header. Longevity assessment and electrical testing including noise, thermal and mechanical stress test were normal with no any anomalies found.